Event description:
It was reported that three days post the implant procedure the patient complained of syncope. High thresholds and a loss of capture were observed and reported in the pacing lead. During the attempt to reposition the lead, the helix was unable to retract. The lead was inactivated and a new lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.